Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers were going up and down when pressing act and attempting to bolus. Customer's blood glucose reading at the time of the call was 5 mmol/l. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces or numbers ramping up noted. The keypad connector was fully locked. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.